Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels range (387-400 mg/dl) with slight ketones present. The customer delivered manual injections and correction bolus to stabilize bg levels. The customer reported possible elevated bg's were due to over eating and not delivering enough insulin. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. During the call with cts the customer changed out the infusion set site. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.